Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, foreign material was found within the nozzle of the device reducing the flushing capabilities, the coating on the bending portion of the scope had a crack, the adhesive on the same coating had a chip, the electrical connector had discoloration due to fluid contamination, switch 1 and switch 4 show visible wear, labeling on the scope connector was peeling, and scratches were present on the camera cover and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope was unable to clear fluids from the objective lens. Inspection and testing of the returned device also found foreign material within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
Additional information received from the customer reported that they did not have any idea about what the foreign material was or when it adhered to the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped with a brush/sponge, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.